Event description:
The user facility reported that the temperature had become unable to be determined. Follow up communication with the user facility reported the following information: the blood temperature determined by the thermistor probe attached to the oxygenator's blood outlet port varied widely. The procedure was completed successfully and there was no immediate patient impact.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore the failure investigation was limited to user facility information, quality records, and a retention sample manufactured on the same day of the actual oxygenator. Visual inspection did not find any obvious anomalies. The retention sample was built into a circuit with tubes and a centrifugal pump. Saline solution at 35oc was circulated in the circuit and the temperature was determined by the thermistor probe at the oxygenator blood outlet. There was no variation in the determined temperature values. A review of the device history record of the involved product code/lot number combination confirmed that there was no indication of production related problem. A review of the product release decision control sheet confirmed there was no discrepancy in the inspection/test results. A search of the complaint file found no other report with the involved product/lot number combination. Although the exact cause cannot be determined based on the available information, it is likely that the joint between the cable and the thermister probe has come loose. With no return of the actual sample, the cause cannot be determined definitely. There are many complex clinical variables that may have affected the reported observed conditions. However, there is no indication that the reported event was related to a product malfunction or defect. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4). Actual device not returned.